Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device was underweight, had a broken shell, and missing shell. A visual and microscopic analysis were performed which identified a striated break on the posterior side. Based on the device analysis, the final assessment is a striated break on the radius side assessed as surgical damage consistent with the use of a surgical tool, and missing shell assessed as inconclusive.